Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of the bd ultra-fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: insulin syringes, where the measure goes the ink is smeared, the number is not seen when visualizing the amount of insulin that should be placed, the package is with 100 syringes with this problem, customer uses the product to the groping. Lot: 31429316 date of manufacture 2023/07 2028/06 date of shipment 6 units with problems boxes of 30 pieces, 10 each arrive with the problem. *was there any damage to the health of the patient or the professional who handled the product? No *was there a need for medical intervention? No *was there a need for surgical intervention? No *was there a need for hospitalization or extension of hospitalization? No *was there exposure to chemical/biological agents (regardless of the use of ppe)? No *was there an accidental needle puncture? No *did the event lead to death? No *was there a second product and/or incident(s) reported? No

Event description:
It was reported that a package of the bd ultra-fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: insulin syringes, where the measure goes the ink is smeared, the number is not seen when visualizing the amount of insulin that should be placed, the package is with 100 syringes with this problem, customer uses the product to the groping. Lot: 31429316 date of manufacture 2023/07 2028/06. Date of shipment 6 units with problems boxes of 30 pieces, 10 each arrive with the problem. Was there any damage to the health of the patient or the professional who handled the product? No. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of hospitalization? No. Was there exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental needle puncture? No. Did the event lead to death? No. Was there a second product and/or incident(s) reported? No.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.